Manufacturer narrative:
This report is being supplemented to provide additional information based the device evaluation, and the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h10. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section cover glue was separated, the mouthpiece was damaged, the suction cylinder was scratched, the switch button #1 was cut, and the plug unit was dented. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 3 colony forming units (cfu)/100ml or 4 cfu/endoscope of mesophilic bacillus spp. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for unexpected contamination. The biopsy channel tested positive for 10 colony forming units (cfu)/endoscope of bacillus cerreus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.